Event description:
Intralase was used to create corneal flap on both eyes and surgeon reported there was opaque bubble layer (obl) observed. Surgeon reported that no eyetracking was possible, only after flap lift and treatment was completed. It was reported in a follow up ((B)(6) 2012) that patient has irregular astigmatism and one eye shows shadows after 2 weeks.

Manufacturer narrative:
Field service was dispatched and checked the equipment on (B)(4) 2012. He reported that system was checked after obl message at the last treatment and system checked to all specifications. No deviations were detectable. System meets specifications. Additional information has been requested several times to the account to clarify the ''shadows'' the patient is experiencing however, no additional information has been received.

Manufacturer narrative:
(B)(4). Note: all pertinent information available to amo at the time of this report has been submitted.